Event description:
Caller indicated that the advance read 157 on 2/19/06. He was out of it and spouse decided to call 911. Paramedics tested with their meter got a reading of 600. Paramedics put him on an insulin drip and o2. Went to hospital and got a reading of above 1000 the next morning. Later on he was back to normal, but still in intensive care. Spouse called back the following month with news that he died 2 days later.